Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: evaluation revealed that all keypad symbols are intact and readable. Investigators were unable to duplicate the complaint. The keypad cover is intact and all keypad buttons respond normally. The keypad cover was removed and no contamination was found under contacts. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display was dim/fading/reddish. This report is made based on results of investigation completed on 07/28/2015.